Event description:
Incident details surrounding event: provider stated that insrob they tried 3 different staplers in box with lot # 202201 and all three misfired. The provider then grab a 4th stapler and the plastic guide that introduces the stapler underneath the tissue had broken off. 1216677-2021-00009-1 insorb 30 stapler 2030 e-complaint-(B)(4).

Manufacturer narrative:
Investigation no sample returned review DHR analysis and findings distribution history the complaint product was manufactured by epc under lot 202201 and packaged at csi in july 2020 under work order (B)(4). Manufacturing record review DHR 293004 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review a copy of the of the DHR was obtained from the csi share-site and no abnormalities were noted. Service history record service history not applicable for this product. Historical complaint review a review of the 2-year complaint history did show similar reported complaint conditions. Product receipt the complaint product has not been returned to coopersurgical. Visual evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Functional evaluation evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Root cause root cause not applicable as the complaint condition was not confirmed. Corrective actions coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary, as the complaint condition was not confirmed. No training required at this time. *was the complaint confirmed? No

Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the condition reported.

Event description:
Reference : (B)(4). Incident details surrounding event "provider stated that insorb they tried 3 different staplers in box with lot # 202201 and all three misfired. The provider then grab a 4th stapler and the plastic guide that introduces the stapler underneath the tissue had broken off." Insorb 30 stapler 2030 (B)(4).